Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the ins had been replaced with another ins on (B)(6)-2014.

Event description:
It was reported the implantable neurostimulator (ins) that was implanted in 2010 was "not available for telemetry." It was unable to find it. It was reported there was no patient "damage" but they needed a new "stimulator" (ins). It was noted the damaged ins will be sent after "re-implantation." . Additional information received reported the ins was in suspected overdischarge. It was reported the patient a loss of stimulation/therapeutic effect. It was reported the patient would have their ins replaced in the future. Additional information received reported the patient had no symptoms for this event, perfect stimulation effect for patient. It was noted no reprogramming had occurred due to no communication between the stimulator and the medical control. It was noted there were normal impedances at 2-4 v and "ten minutes stimulation four times." It was reported the device was not explanted but they were going to in the future. It was reported the patient was "good with conservative drug therapy, but stimulation was better" for the patient. Information previously reported in mfg report 9614453-2014-00001, but additional review determined the event involved this additional patient and ins.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the battery did not show any signs of an internal short or any cause for premature depletion. No problems were found with this battery. The battery was completely discharged.¿ it was noted the ins had reached ¿normal end of life¿ with ¿no telemetry and no output.¿